Manufacturer narrative:
The serial number of the subject device ((B)(4)) which was provided in the initial 3500a report was incorrect. The device associated with this complaint has the serial number (B)(4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging a meter casing issue: test strips sit loose in the meter port and the meter turns off because of this. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.